Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for programming assistance. Ts reviewed presented data and provided hcp programming recommendations. Subsequently, the lead settings were reprogrammed and the hcp plans on scheduling an in person visit for the patient for possible defibrillation threshold (dft) testing and further lead evaluation. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for programming assistance. Ts reviewed presented data and provided hcp programming recommendations. No adverse patient effects were reported. This rv lead remains in service.